Manufacturer narrative:
The device was manufactured november 23, 2016 ¿ november 24, 2016. One device was received for evaluation. Visual inspection revealed that the outer surface of the housing was slightly wet. All the caps on the device were found to be properly tightened, and no evidence of a leak was found from the caps. A functional leak test was performed by filling the device with water and monitoring the device for three days. After three days, no evidence of a leak was found from the device. The reported condition was not verified for the returned sample. The other 4 samples were not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from 5 (five) infusor units. This was noticed before use, there was no patient involvement. No additional information is available.